Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system prn was found cracked after blood leaked from it during use. The following information was provided by the initial reporter, translated from chinese: "the patient needs intravenous infusion therapy. After the drug is prepared, the family decides to use an indwelling needle. The nurse operates according to the normal procedure. After exhausting, and no abnormality is found, the patient will be punctured. Return blood to check the patency of the catheter. It is found that blood will overflow from the side of the prn. After careful observation, it is found that the side of the prn is cracked. After fixing the indwelling needle, replace the prn to maintain the airtightness of the catheter. Explain, the family understands."

Manufacturer narrative:
Initial reporter e-mail: unknown. Investigation summary: in response to the event reported, a device history review was conducted for lot number 2010605. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.